Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the 11 june 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 06 june 2013 regarding a polyform product from a pt's legal representative. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2008), a pt injury occurred. The pt is identified as (B)(6). Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6) medical centre, (B)(6). The physician who treated the pt is doctor (B)(6), phone number is unk. A gynecare tvt - secur was also implanted in the pt, however, no information has been provided regarding this device.